Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 3093-28 lot# v435857. Implanted: (B)(6) 2011.product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was patient stated the therapy really never worked for them. Patient stated they had it removed about six years ago, because it was such a hassle at the airport. Patient stated they were traveling 4 to 5 times a year to brazil and they had to wear pads when they were public speaking and sometimes if patient was up there for 2 hours they would have to take a 10 min break to get to the bathroom. Patient stated their urologist did not know where to start to help her and it was an embarrassing hassle so they just shut the machine off and stopped using it. Patient stated now they are having issues with the nerves in both legs and pain at the base of their spine. It started in the left was not as painful, and then it jumped to the right leg. Patient stated they too k an x ray and they found a little bit of the wire left in the base of their spine and they think it is causing them pain. Agent asked when the issue started and patient stated it was about a month ago patient stated for over a month they have been having major issues with their legs. Patient stated that they can't walk properly. They can't drive or do anything. Patient is taking a pain pill that makes them groggy. With taking tylenol and pain meds their pain is at a level 5. Patient is walking with a cane. When they wake up the pain is there and it is like an ache. And from the base of  their spine is so sore when patient sits in a chair, from the waist down they are hurting. Patient thinks it is a nerve issue patient stated when they take the pills to stop some of the pain they gets dizzy and sleepy patient stated this is not their nature. Patient mentioned that she is a 50 year old and she does not sit and do nothing. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.